Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter aneurysm is confirmed, use related. The sample returned was one dual lumen leonard 10 fr catheter. Use residue was found and the distal end appeared to have been severed. Both lumens were found to be patent, however when pressurized, an aneurysm of the catheter appeared just distal to the red luer. After removal of the outer layer, the inner lumen at the aneurysm site was found to be completely severed. One of the major surfaces of the break coincides with the hard plastic distal extension of the luer. As the break at the distal end of the plastic luer termination is consistent with damage due to improper clamp location proximal of the labeled area, the complaint is confirmed, use related. A lot history review (lhr) of huay2789 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a 10 f d/l leonard catheter was inserted, after placement the physician flushed the line and one of the lines was seen to balloon; not rupture. The catheter was removed and replaced with a new device. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huay2789 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a 10 f d/l leonard catheter was inserted, after placement the physician flushed the line and one of the lines was seen to balloon; not rupture. The catheter was removed and replaced with a new device. There was no reported patient injury.